Event description:
Meter name: one touch basic enhanced. Strip name: lifescan one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: lightheaded. A pt reported the pt was unable to test. Their meter allegedly had no power. The result on their meter was unable to obtain. A reading of 425 is documented. Unclear when the test was done. There was no comparison. Not treated. No further info has been reported.